Manufacturer narrative:
Product inquiry states the trochanteric nail kit, ti gamma3® ø10x170mm x 130° (packaging) to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device returned was documented as faultless prior to distribution. During a detailed visual inspection the presence of a hair could not be verified. The packaging was received in already opened condition and thus, pollution in original condition could not be verified during investigation. It could not be excluded that the pollution occurred during opening at the user site. Furthermore, not enough information [like a photo] is available to confirm the reported case. Based on the above observations the root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that hair was adhered to a nail. Dr. Noticed it after package opening and used spare.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that hair was adhered to a nail. Dr. Noticed it after package opening and used spare.